Event description:
A customer in canada notified biomérieux of a misidentification of a suspected mold species as candida guilliermondii in association with the vitek® ms instrument ((B)(4)). The customer stated that the organism appeared on a filtration membrane as a pinkish mold, however when the organism was identified with the vitek ms, the identification obtained was candida guilliermondii. The customer also stated that the entire colony was used during their attempts to identify it. There is no indication or report from the customer that the misidentification led to any advserse event related to a patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following a canadian customer notification of the misidentification of a suspected mold species as candida guilliermondii in association with the vitek® ms instrument (ref 410895, serial (B)(6)). An internal biomérieux investigation was performed analyzing the customer¿s data. Fine tuning status: the vilink® alert tool criteria monitoring is only based on number of ¿all peaks¿ and number of ¿good peaks¿. The previous fine-tuning was not conform. Therefore, the vilink tool cannot be used to determine if fine-tuning was needed at the time of the testing. Spot preparation quality: sample and calibrator ¿all peaks¿ values are heterogeneous. However, the customer follows the vitek ms mould protocol. The final sample put on the slide is a liquid. Since the customer was using liquid deposit, the spots from the customer must have been homogenous. Knowledge base (kb) review: the expected identification is unknown. The identification has to be confirmed with a reference method (sequencing). Reprocessing of the customer data with new kb under development obtained a no identification result. It could be a species not present in the vitek ms kb v3.2. The following system limitation is included in the vitek ms knowledge base user manual ref. 161150-924 - a for vitek ms clinical use v3.2: ¿ testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ according to data provided, the misidentification result was obtained from the spectra having a low number of peaks (43), which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30). This could indicate that the customer did not obtain enough of the mold material in the liquid during spot preparation. The data analysis indicates that the issue could be due to a non-optimal sample preparation.